Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to completely broken reservoir tube lip. Device back light properly and no anomaly noted. Device had missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call reservoir ring anomaly on the insulin pump. Customer¿s blood glucose level was 450 mg/dl. Customer treated their low blood glucose levels via manual injection. Troubleshooting for the anomaly was performed. Customer advised the reservoir ring fell off and the reservoir was unable to lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.